Event description:
This pt with cerebral palsy was enrolled in a study to assess the benefits of surface electrical stimulation to improve walking. Water based electrodes were used to conduct the current from the stimulator to the skin which caused her plantar flexor and dorsiflexor muscle to contract at the correct time to move the leg properly for walking efficiency. The stimulation was provided throughout the day (6-8 hours) whenever the child was walking and turned off automatically when the child was inactive. The child had been wearing the stimulation system for 3 weeks when a skin rash developed under one of the pads stimulating the plantar flexor muscles. The pads were removed and stimulation was discontinued. The principal investigator notified the (B)(4) of this event. The (B)(4) committee determined the child should be removed from the study. The study was suspended due to a total of 4 children who developed a similar skin irritation. Dates of use: (B)(6) 2013 to (B)(6) 2014. Reason for use: cerebral palsy. (B)(6).